Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose of 420mg/dl. Customer's mother stated that she found insulin in reservoir compartment and air bubble in tubing. Customer's current blood glucose was not given. Product will not be return for analysis.